Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the reservoir was connected to a drain. After the procedure, the doctor found that the reservoir had not suctioned exudate. Based on a doctor's decision, both the reservoir and a drain were removed. Postoperative control has been continued since then without placing the device again. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was not possible to disassemble the sample to verify the inner condition of the valve; however, the following evaluation was done to verify its proper operation: all components are in place and in good conditions as well as the end device function properly. The sample does not have any broken or damaged components that could have affected its function. Root cause could not be determined. Based on the present analysis, the reported complaint could not be related to manufacturing process and its considered that other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.